Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified an opening, a flat crease and brown particles. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening on the anterior side, consist with use of a surgical tool. The fill test inspection was performed, the result was determined to be no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" (lump/nodule). Side unspecified, this record is for the right side. Device has been explanted.